Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the seeds would not come out of our calibration cartridge no matter how many times it was reloaded, re-aligned, pushed down on it etc, etc nothing happened. There appeared to be some sort of misalignment as the ¿expel¿ button was just solid and wouldn¿t depress properly. Also, on a second cartridge a seed fell through the loader and onto the baseplate, but we have had that on one other previous occasion. It just appeared to fall out ie. "I didn¿t try and load it into a source train and it just didn¿t appear in the source train window requiring me to have a second attempt of depressing the ¿expel¿ button." All source trains made up ok from that cartridge but it was just at the end of the cartridge that a seed was ¿missing¿ ie. "I had 1 less seed in the cartridge than I was expecting namely the one that had fallen through." The patient did not received all seeds.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "in the event the quicklink loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually. Pushing the dispense button does not eject any items or produces a partial dispense." (B)(4).

Event description:
It was reported that the seeds would not come out of our calibration cartridge no matter how many times it was reloaded, re-aligned, pushed down on it etc etc nothing happened. There appeared to be some sort of misalignment as the ¿expel¿ button was just solid and wouldn¿t depress properly. Also, on a second cartridge a seed fell through the loader and onto the baseplate, but we have had that on one other previous occasion. It just appeared to fall out ie. "I didn¿t try and load it into a source train and it just didn¿t appear in the source train window requiring me to have a second attempt of depressing the ¿expel¿ button." All source trains made up ok from that cartridge but it was just at the end of the cartridge that a seed was ¿missing¿ ie. "I had 1 less seed in the cartridge than I was expecting namely the one that had fallen through." The patient did not received all seeds.